Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, granuloma, lymphadenopathy, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, granuloma induced by silicone. Oval and circumscribed nodule, axillar lymph node with 1,1 cm.

Event description:
Healthcare professional reported "signs of contracture grade baker 3," "granuloma induced by silicone, oval and circumscribed nodule, axillar lymph node with 1,1 cm" against right side device. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: red biological tissue in the device and crease fold. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.